Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A farawave catheter was used during the procedure, which was completed without complications. Blood was suctioned from the endotracheal tube, and the physician was notified. The endotracheal tube was replaced, and the patient was transferred to the intensive care unit. A bronchoscopy was performed with no abnormalities identified, and an echocardiogram was also completed. The patient required hospitalization beyond the usual recovery period but has since been doing well with no further adverse events. The patient was discharged the following day. The physician does not believe the esophageal bleeding was related to the procedure. The device will not be returned, as it was disposed of.

Manufacturer narrative:
B5: describe event or problem - updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
A farawave catheter was used during the procedure, which was completed without complications. Blood was suctioned from the endotracheal tube, and the physician was notified. The endotracheal tube was replaced, and the patient was transferred to the intensive care unit. A bronchoscopy was performed with no abnormalities identified, and an echocardiogram was also completed. The patient required hospitalization beyond the usual recovery period but has since been doing well with no further adverse events. The patient was discharged the following day. The physician does not believe the esophageal bleeding was related to the procedure. The device will not be returned, as it was disposed of. Additional information revealed that the finding for the cause of the bleeding were inconclusive.